Event description:
A report was received that the patient had to frequently charge the ipg. The physician suspected ipg malfunction. The patient underwent an ipg replacement.

Manufacturer narrative:
Additional information was received that monopolar electrocautery was used during a patient's non-device related surgery. The returned product analysis indicated that the ipg passed photographic imaging testing only. The complaint was confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with the stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in rapid battery depletion and consequent difficulty charging the ipg. The use of electrocautery resulted in the reported complaint. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient had to frequently charge the ipg. The physician suspected ipg malfunction. The patient underwent an ipg replacement.